Event description:
It was reported the patient experienced an infection with the pump. The device was explanted. The pump was delivering baclofen. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported perioperative antibiotics had been administered. The date/onset of the infection was not provided. Symptoms the patient experienced related to the infection included redness and drainage. The primary location of the infection was unknown. A culture had been obtained of csf (cerebrospinal fluid), at the catheter tip and of the drainage. The type of organism cultured was (B)(6). Treatments instituted for the infection consisted of IV (intravenous) antibiotics and total device system explant. No further information was provided related to the event.